Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal kitted swab that generated a positive result. Repeat testing was not performed. Pcr confirmation testing was performed on (B)(6) 2022 on a nasopharyngeal swab that generated a negative result (CT values not provided). The customer confirmed no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclussion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1064522 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064522 and test base part number 190-430 / lot 1064522. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064522 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.